Manufacturer narrative:
The received device had the needle mechanism partially deployed. The formed needle of the received device was visible in the exposed portion of the soft cannula, but retracted after opening the device. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to retract as intended. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 327 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, pod was removed and a new pod was applied.